Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump exhibited ?double beeping". No patient involvement.

Manufacturer narrative:
Other, other text: customer reported that device had double beeping. Keypad label was intact, device was damaged. The device started the application, no problems was found with beeping device. Unable to know what caused the problem. Replaced downstream sensor as a preventive measured.

Event description:
It was reported that device had double beeping, this happened while testing. No patient injury was involved.